Event description:
From staff: elbow of the stapler is degraded, cracked, and exposing wires following only three fires. No issues noted with stapler prior to this. It is possible this occurred as a result of the stapler not being straightened as it was pulled out.